Manufacturer narrative:
The reported device was received for evaluation. A visual evaluation shows one side of the suture capture teeth have broken off. The broken piece has been returned. Bio debris is present. No other deficiencies are visible. No other deficiencies are visible. A functional evaluation showed the trigger opened and closed the jaws and deployed the suture passer. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause has been associated with unintended use of the device. Factors that could have contributed to the failure include tissue thickness, damage or debris on the device tip between passes. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during an arthroscopy, the firstpass mini failed, when inserting it into the joint through a slot cannula, both capture windows broke and fell into the joint before firing. All broken parts were removed from the patient. The procedure was completed with a delay of 90 minutes using a smith and nephew back up device. No further complications were reported.

Manufacturer narrative:
Complaint reference number: (B)(4).